Event description:
It was reported there was a confirmed motor stall noted in event logs with no motor stall recovery recorded. The motor stall was caused by patient having MRI or other medical procedure. Reporter stated pump had been stalled for 45-50 min but had not recovered. The MRI was due to a bone infection, but not related to the pump. The medication in the pump was baclofen. Additional information had been requested however, was unavailable at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4). Recall - as stated in product labeling, the magnetic field of an MRI will temporarily stop the rotor of the pump motor and suspend drug infusion for the duration of MRI exposure for all synchromed pump.

Manufacturer narrative:
(B)(4).